Event description:
It was reported that during a lap sigma procedure, the instrument did not staple, but did cut completely. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 10/31/2007. Information anticipated, but unavailable at this time.